Manufacturer narrative:
RMA issued. Emitter replaced. Device evaluation found that the system displayed "error emitter low drive current." In diagnostic, showed low drive current fault on one of the line on amp board b. This indicates an open to the emitter coil.

Event description:
A medtronic representative reported that the site receives an intermittent error concerning the ac power when using the axiem with the stealthstation s7 system. When they disconnect and re-connect the power part of the cable to the axiem box they can successfully re-establish communication and the system works properly. There was no patient present.